Manufacturer narrative:
Our investigation found a small cut in the near switch that could have exposed the user to bare wire. The inspection also revealed customer misuse as our inspection found: cord/cut burned strain relief, switch ok, pad bunched, bent/broken lead, bent/broken thermostat, pad dirty or strained. The pad also appeared to have been laid on. This tells us tha the pad was not being properly used as per our instructions in the manual. Cord breakage usually occurs when the cord is repeatedly over bent near the switch. We have initiated a CAPA project (B)(4) to reduce the occurence of this issue. A new jacketed cord design was launched in production on (B)(4) 2014 that closes (B)(4) pending a future evaluation of the effectiveness of the solution.

Event description:
Customer called and stated they got burned by the cord by the switch.